Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to broken lcd glass and missing motor. Pump also received with cracked reservoir tube lip, detached and missing end cap, cracked belt clip slot, and missing motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was cracked on the display. Customer's blood glucose was 174 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.